Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual analysis of the used unit revealed evidence that the needle bent during the procedure. A review of the device history records revealed no irregularities during the manufacturing of the reported lot number 1407006. Conclusion: an absolute root cause for this incident cannot be determined. However, our quality engineer notes that the needle can easily bend if it contacts bone, that it most likely bent by hitting a bone during use, and broke off inside the patient while it was being removed. Pir # (B)(4).

Event description:
It was reported that while using a bd univia whitacre spinal needle set for a single shot spinal anesthesia in conjunction with a caesarean section, the needle broke off in use. The anesthesiologist states that l3-l4 was identified by bony landmarks but that csf was not obtained and the needle was withdrawn for repositioning. Upon removal of the needle, it was observed that 2.5cm of the needle had broken off. The patient received an ultrasound which did not visualize the broken needle. The patient did not visualize the broken needle. The patient did not experience any neurological signs and symptoms and was subsequently placed under general anesthesia for her c-section. Post operatively, the patient received x-rays and ultimately the broken needle was removed x-rays and ultimately the broken needle was removed via surgery the following day. It was also reported that the patient was fine post-operatively and that there were no neurological complications.